Event description:
A rubber dam clamp fractured while the dentist was attempting to place it in a patient's mouth. The patient aspirated a portion of the clamp which showed up on an x-ray. The patient coughed up the foreign body after being admitted to the hospital for a bronchoscopy to retrieve the foreign body. The patient was fine and did not require any medical attention.